Manufacturer narrative:
The insulin pump had a blank display due to moisture damage to the electronic assemblies. The functional testing could not be completed due to the blank display. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked display window, cracked reservoir tube lip, scratched reservoir tube window, and cracked battery tube threads. Corrosion was noted to the motor assembly.

Event description:
The customer reported via telephone call that the insulin pump was turned off when she woke up. She did not know the blood glucose reading. The insulin pump had not been dropped, bumped or exposed to moisture, and showed no signs of physical damage. The battery cap contacts were not missing or damaged and the battery compartment and spring not damaged or corroded. The customer was advised to clean the battery cap contacts and insert a new battery and the display did not return. The customer declined troubleshooting for high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.